Event description:
According to the reporter the customer had a capsule which failed to attach, no harm was caused to the patient and a repeat procedure was not performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The vacuum source used was a pump but it is unknown what the vacuum pressure was before the procedure (with and without finger). The vacuum pressure during placement was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attached.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device was received for investigation. The capsule was not returned. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. Information is provided in the future, a supplemental report will be issued.